Event description:
At the end of the ercp upon putting in a 10fx5cm stent. We put it on the 10f introducer and the doctor positioned the stent in the common bile duct as is usual for this procedure. After we unlocked the locking device and began to pull back on the introducer the nurse that was assisting the doctor said she felt the break. This is normal to feel the stent break away from the introducer. We all could see on the screen that it didn't look like the stent and the introducer had separated as they normally do. The provider who was performing the procedure said to pull back on the sheath. When rn pulled back on the sheath, the sheath came out, but the introducer tip broke off and stayed in the patient. We thought we were going to go back in with a retrieval device to pull it out, but he was able to pinch it with the elevator and pull it out. He went back in to make sure the stent was still in place. It was in place, so no further action was needed.